Event description:
Procedure performed: nephrectomy event description: [name] hospital. Report from the sales rep the handle and bag separated inside the patient and the bag fell off. The bag was recovered and the case was completed with the new one. The additional information is as follows; 1) were the metal supports partially or fully exposed upon deployment? Answer) unknown. 2) did the device jam during deployment of the actuator/plunger? Answer) unknown. Reported that the bag was detached upon deployment. 3) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? Answer) the reported person said it was possible because the device was used in a very narrow cavity. 4) was the device safely removed from the patient? How? Answer) the device has been safely removed and recovered. The way to remove was unknown. 5) was there enough room in the body cavity for the bag to open? Answer) it was confirmed that there was very narrow cavity. 6) use frequency. Answer) once or twice per month. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Products available for return: 1 package, 1 introducer, 1 bag. Intervention: the bag was recovered and the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: [name] hospital. Report from the sales rep: the handle and bag separated inside the patient and the bag fell off. The bag was recovered and the case was completed with the new one. The additional information is as follows; 1) were the metal supports partially or fully exposed upon deployment? Answer) unknown. 2) did the device jam during deployment of the actuator/plunger? Answer) unknown. Reported that the bag was detached upon deployment. 3) was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? Answer) the reported person said it was possible because the device was used in a very narrow cavity. 4) was the device safely removed from the patient? How? Answer) the device has been safely removed and recovered. The way to remove was unknown. 5) was there enough room in the body cavity for the bag to open? Answer) it was confirmed that there was very narrow cavity. 6) use frequency. Answer) once or twice per month. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Products available for return: 1 package, 1 introducer, 1 bag. Intervention: the bag was recovered and the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment."